Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed high capture threshold on transmission. Testing in-office found manual and capture management measurements within normal limits when the patient was in a sitting position. The test was repeated with the patient lying down and high threshold was observed on capture management test. The time of the capture management test was changed to occur when the patient was most likely to be sitting. The lead remains in use with continue monitoring. No patient complications have been reported as a result of this event.